Event description:
A 22-yr-old woman underwent bilateral augmentation mammoplasty on 12/2/94. On 12/5/94, pt complained that the left breast had deflated. The implant was removed that same day and, although no leak was discovered, examination of the prosthesis revealed only 60cc remained of the 240cc put in at time of implant. A new co saline filled implant was inserted.